Manufacturer narrative:
Info was rec'd from a consumer who is not required to complete form 3500a. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. The device history records for the articular and tibial components were reviewed, indicating the device was manufactured. Inspected, and packaged to specification.

Event description:
It is reported that the patient was revised due to pain.